Event description:
It was reported during surgery that the ceramic head would not articulate properly with the bipolar liner. An attempt to get the ball further in case it was not fully in the liner, would still not articulate properly. Devices were not implanted into the patient and there was no reported patient impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: ringloc bi-polar 28x48mm item#11-165220 lot #:66134908. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
No product was returned or pictures provided, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored by complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. Upon additional reassessment, it was determined that this product has not led to a serious injury nor is it likely to. This report was forwarded in error and should be considered void and not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.